Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 22ga 1.00in y w/ cap leakage at septum filter is loose in the packaging before use description of complaint filter is loose in packaging. As a result in 3 patients when inserting IV needle, blood ran back (tampering). No consequences for the patients.

Event description:
No additional information.

Manufacturer narrative:
Our quality engineer inspected the photos, and 15 representative samples submitted for evaluation. The reported issue of leakage at septum was not confirmed upon inspection of the samples. Analysis of the samples showed no damages or defects. Samples were subjected to a catheter air-water leak test and flashback test to check for leaks. No leakage was observed during testing. The investigation found the vent plug loose inside the packaging during transfer as the vent plug was plugged into the adapter with less force. Suspected the gripper is not aligned with the adapter during insertion. Modifications will be completed to secure the gripper mounting bracket and to prevent misalignment. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. The root cause for the leakage could not be determined as the defect was not replicated. Production records were reviewed, and this batch meets our manufacturing specification requirements.